Manufacturer narrative:
Index surgery: (B)(6) 2011. Revision of left shoulder components due to aseptic humeral loosening with impending peri-implant fracture at proximal humerus. Some lucencies about the glenoid. Case report form states event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.

Event description:
Index surgery: (B)(6) 2011. Revision of left shoulder components due to aseptic humeral loosening with impending peri-implant fracture at proximal humerus. Some lucencies about the glenoid. Case report form states event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.